Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the device can hear the leak but cannot identify. He wanted to start by replacing the regulator. Technical support advice to check the safety valve and if its not the safety valve get a silicon tube to use as a stethoscope and listen where the leak is coming. This will give him a direction what to look for and callback if the issue continues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has leak when the unit turn on. As of this time, there is no information about patient involvement associated with this reported event.